Event description:
The customer initially reported vacuum system timeout and hydrogen peroxide delivery failure. While onsite repairing the unit, the asp field service engineer (fse) found evidence of oil mist filter failure. The customer stated that there were no physical complaints related to oil mist. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the oil mist filter. He tested the unit and the unit met specs. This issue is being addressed with a customer letter, related to correction & removal.